Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately high one night in ¿late (B)(6).¿ he reported, date/time unknown, he obtained an alleged inaccurately high blood glucose result of ¿350 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with a combination of medication, including humalog and lantus insulins. He reported that the ¿same day after the reading was taken at night¿, he administered ¿20 units of humalog insulin¿. He denied that he developed any symptoms. However, he reported that he ¿ended up in the hospital due to the reading¿ and that he ¿crashed due to the insulin¿. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient alleged he obtained an inaccurate high result with the subject meter, administered medication based on the result and was reportedly hospitalized after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.